Event description:
The customer initially called to report a lost sensor alarm. Troubleshooting was performed and found that the customer was using a cordless telephone and there may have been interference with the devices. During troubleshooting, the customer became unresponsive and incoherent. The fire dept was contacted and they arrived at the customer's home to treat her for low blood glucose. No blood glucose reading was reported. The customer later called back and confirmed that she was only having a problem when using the cordless telephone. The customer had no problems when using the landline. Advised the customer to monitor her blood glucose levels closely and to call back as needed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.